Event description:
The pt was implanted with her scs system in 2007. Months later, she reported developing a sensitivity to touch and pressure in the ipg pocket area. She was evaluated for a possible infection in that area, but there was none found. The pt also reported tinnitus symptoms when the ipg was turned on, and she also reported feeling periodic shocking sensations in the ipg pocket area, whether or not the device was turned on. The pt's system was explanted in 2007. Per hospital protocol, the explanted devices were sent to the pathology laboratory which has not relinquished them to be sent back to ans for evaluation. If the devices are returned to ans for evaluation a follow-up report will be submitted. Follow-up with the pt found that the acute tenderness at the ipg site is resolving, and the tinnitus symptoms come and go.

Manufacturer narrative:
Method: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusions: explants were sent to a pathology laboratory and have not been returned to ans for evaluation. Ans inc. Corporation has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Corporation defers to the pt's physician regarding medical history.